Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer had issues with their infusion set delivering insulin too slow. The customer's blood glucose levels were 470 mg/dl. The customer was assisted with troubleshooting and the insulin pump passed all test functions. The product was not returned for analysis.